Event description:
Reported through clinical study follow up that approx 55 mos post implant the pt experienced a thromboembolism. The pt awoke with vertigo, cepholagia, right eye vision impairment, and hemipharesia - right arm. He was hospitalized, treated with heparin and warfarin. Vision was partially resolved. The device remains implanted and functioning as intended.